Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the cutter was not cutting. Changed cutter to complete surgery.

Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle does not always reach the cutting edge. The cutter cuts intermittently. The cutter cannot cut in this condition. It should be noted that a bent needle could contribute to poor cutting performance due to friction between the inner and outer needles. The cause of the bent needle cannot be determined.